Event description:
The customer identified falsely reactive alinity I syphilis tp result for an unknown number of patients. When retested, the samples were negative. No specific patient identifiers were provided. No impact to patient management was reported.

Manufacturer narrative:
No patient identifier or demographic information was provided. The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr checked the instrument and performed multiple troubleshooting services including; replacing all the probes, replacing the main filter, and replacing the sample cups. Since multiple troubleshooting tasks were performed, the alinity I serial number (sn) (B)(4) was considered the likely cause of the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the complaint. There have been no further reports of discrepant results from the customer since the current complaint. Review of tracking and trending for the alinity I (sn (B)(4) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity I (sn (B)(4) was identified.